Manufacturer narrative:
Device was received with blank display due to corroded battery tube. Device was received with cracked battery tube threads and cracked case at corner of the belt clip rails. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they went to swimming with insulin pump. Customer stated that they installing a new battery monitoring the insulin pump for 2 hours and frozen display recurred. The customer was assisted with troubleshooting. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the battery was corroded and the battery was rusted and liquid entered the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.